Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen turns black with no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the additional reportable finding: damage on plug unit which caused the black image. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was presenting with a scope communication error (b30) during setup. There were no reports of patient involvement.